Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 402 mg/dl at the time of the incident. The customer was using auto mode on their pump at the time of the call. The customer was at 184 mg/dl at the time of the call. The customer experienced symptoms such as feeling sick and had possible diabetic ketoacidosis. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also reported a bent cannula issue after a set change. The insulin pump will not be returned for analysis.